Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right atrial (ra) lead. The device was reprogrammed with no plans to intervene. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right atrial (ra) lead. The device was reprogrammed with no plans to intervene. The device remains in service. No adverse patient effects were reported.